Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of an unspecified vessel after an unk procedure. Reportedly, the "device had an unk failure". It is unk how hemostasis was achieved. It is unk if there were any adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.